Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implant procedure, the surgeon noticed that the bag tore after lens removal, vitreous was came into the anterior chamber which was removed and then viscoelastic was added before placing the iol. Surgeon wasn¿t sure whether it was vitreous or viscoelastic, but just it was coming around the bag from the zonial, surgeon thought it was the ctr (capsular tension ring) that might have caused the tear, that if there was 1. Anterior vitrectomy was done as a precautionary measure to remove any possible vitreous. Additional information has been requested.